Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had a blank display. Customer was at the coffee shop and noticed the device was not working. Customer's blood glucose was 371 mg/dl. Troubleshooting was performed and it was noted the customer has been exposed to moisture, as customer uses a cold pack to keep the device cool. Customer was sent a new battery cap to see if it would resolve the issue. The device is not returning for analysis.